Event description:
During a coronary diagnostic procedure, the forte floppy 185 cm guidewire with markers became stuck in the wire lumen of the ivus catheter. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the distal left circumflex coronary artery. The guide wire developed a 90 degree bend and was therefore removed. The forte floppy 185 cm guidewire with markers was removed adn replaced with an atw marker wire and the procedure was successfully completed without further difficulty. No pt injuries or complications were reported. Pt status is reported as 'good'.